Manufacturer narrative:
On 3/24/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - pictures supplied of the interior unit shows a damaged capacitor on the power supply board. There is no other damage apparent from the supplied pictures. This damage most likely occurred when the cap blew or failed. This would have caused the unit to smoke. Although no serial number is visible, the revision level on the power supply is d4. The current revision of e3 has been active for a minimum of two years. Capacitors can fail with age and the failure mode can differ, but a blown cap is not unheard of and will smoke when it fails. The complaint can be confirmed. Device history evaluation: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the root cause was a component (capacitor) failure on the power supply.

Event description:
Customer medwatch # (B)(4) reports headlight box had a small fire on the inside of box. No injuries. (B)(6) 2017 customer - they were performing a bronchoscopy and tracheotomy and the event occurred soon after they turned it on. Customer says there was a lot of smoke then a quick flash of fire from within device, not a spark.